Manufacturer narrative:
Received device with a constant motor error alarm during rewind due to motor encoder signal out of phase. Also, device had an unexpected loud grinding noise due to a faulty motor. Unable to perform a displacement test due to motor error alarm. Device had broken battery tube threads noted. Cracked reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery connection was broken. Customer's blood glucose was unknown. Customer agreed to return the device for analysis.